Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported alarms (primary audible alarm post/acu watchdog) were evidenced in the event history log (ehl). Multiple flow and occlusion tests were performed. The alarms were not reproduced during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced an audible alarm. No patient injury or complications were reported in relation to this event.